Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (5000 mcg/ml at 1381.9 mcg/day) and bupivacaine (14 mg/ml at 3.869 mg/day) via an implantable infusion pump. It was reported that the patient stated she has to lay down in order to get her personal therapy manager (ptm) to connect because the pump has been flipping since 2019. She noted it was due to weight loss. When she lays down, the pump flips to "where it needs to be" and she is then able to connect the ptm. She noted there are no filling issues at refills. No further complications were reported.